Event description:
On (B)(6), 2011, customer reported to beckman coulter, inc. (Bec) that on (B)(6), 2011, they found a yellow fluid underneath the synchron cx5 ce clinical analyzer (cx5ce). The identity of the fluid is unknown. Customer reported that while troubleshooting for the source of the yellow fluid underneath the cx5ce, they also found crystals on the wash concentrate bottle. Customer reported that there was a small crack on the side of the bottle. Customer reported the wash concentrate bottle had been on the cx5ce since (B)(6), 2011. Bec sent customer a new wash concentrate bottle. On a follow-up call with the customer on the yellow fluid issue and the wash concentrate bottle issue on the same day, (B)(6), 2011, customer reported that they found a broken fitting and liquid was squirting out from the hydropneumatic area. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the broken fitting. The identity of the liquid from the hydropneumatic area is unknown.

Manufacturer narrative:
This report is one of three reports related to three events that occurred on two different days. This MDR is related to MDR# 2050012-2011-07693 and MDR# 2050012-2011-07711. Bec identifier for this complaint is (B)(4).